Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the system had issue controls without a vendor call also found that the patient transactions was labelled as override. A technical support specialist (tss) cleared all the button and found enabled and in admintran which according to bug 47066 causes validation code not to record. That bug was resolved in future software versions. Further the tss cleared all the button also disabled. The system functioned as intended after the technical support specialist troubleshoots the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, the system issued wrong medication. The customer stated that the reported issue happened during dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, the system issued wrong medication. The customer stated that the reported issue happened during dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. No findings available at the time this report was submitted; therefore, annex a code a27 was applied. A supplemental report shall be submitted if additional information becomes available reflecting the appropriate medical device problem annex a code.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, the system issued wrong medication. The customer stated that the reported issue happened during dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.